Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in a carrier tube. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 13 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the stenosed right coronary artery. A 4.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the procedure, the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.